Event description:
Customer reported via phone call that the act button on the insulin pump was not working. Customer stated that it required multiple button presses to get a response from the insulin pump. Customer's blood glucose reading at the time of the call was 135 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Customer reported via phone call that the act button on the insulin pump was not working. Customer stated that it required multiple button presses to get a response from the insulin pump. Customer's blood glucose reading at the time of the call was 135 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.